Event description:
On (B)(6) 2011, the patient's wife reported, the patient is having issues with the up/down button of the infusion device, she is unsure which button. She does not have any further information. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.